Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis shows atrial oversensing due to ffrw (far-field r-waves). Ffrw oversensing was noted on the saved electrogram strips.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented in the emergency room with syncope due to oversensing on the right atrial (ra) lead. The patient is noted to be 100% atrial paced. System evaluation shows noise on the ra lead that coincided with arm movement resulting in inhibition of atrial pacing and occasional dropped qrs beats. Moderate farfield was noted on the ra lead electrograms. Attempted reprogramming of the lead parameters was unable to resolve the oversensing. The patient is transferred to a larger hospital and is considered for an atrial lead revision. The lead remains in use. No further patient complications have been reported as a result of this event.